Event description:
Patient's doctor called lfs in 2004 and alleged the meter would only prompt an error 4 message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further information has been reported.